Event description:
A caller reported a malfunction on their pump, identified by the code "malf 12." Prior to this, no notable events occurred, and there was no adverse impact to the customer's blood glucose level. Although the issue did not cause the blood glucose level to exceed 500 mg/dl, the pump had experienced the same malfunction multiple times before. Technical support assisted the caller in resetting the pump, which resolved the issue temporarily, but since the malfunction was recurrent, they decided to send a replacement pump with updated software. The customer was instructed on returning the faulty pump and placing it into storage mode before shipping it back to tandem. The caller acknowledged all instructions and agreed to use the replacement, continuing with their current pump until delivery.